Event description:
Pt experienced increased numbness in left leg. MRI was performed and revealed an intrathecal mass with compression of the spinal cord at t8. A 7 cm mass was surgically removed consisting of fibrosis with acute and chronic inflammation. The catheter and pump were explanted, and the pt was discharged 5 days later with a follow-up course of antibiotics. Despite multiple attempts to contact the health care provider about this event, co is are unable to provide any further info.

Manufacturer narrative:
D9-initial report stated device was returned to MFR for evaluation. However, only the concomitant medical product (pump) was returned for analysis, and not the catheter suspected in the reported event. H6-suspect device was not returned to MFR for analysis as initially reported.